Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411; a medtronic representative went to the site to test the equipment. The ssd was replaced and the system proceeded to perform as intended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a low system memory warning message indicating that the systems memory was full. It was noted that the system provided steps to free up the system memory. Troubleshooting was performed. The manufacturing representative (rep) confirmed that an error 64 appeared after the warning appeared. After the rep rebooted the system, there was only one patient on the system. It was also noted that the scans that were uploaded to the system gave a "not optimal" for the navigation system warning. Technical services (ts) had the rep delete the only patient that was on the system. It was confirmed by the rep that the error did not appear at that time. There was no patient present. Additional information as received. It was reported that ts had the rep swap the solid state drive (ssd) ports and reboot the system. The rep rebooted and opened a cranial procedure, verified the instruments, and opened a demo daisy image in the registration tab. It was noted that a low system memory error did not appear. The rep noted that the demo images had ~100 to 250 slices, but the patient image that was used when the error message appeared had over 500 slices. Ts believed that the image files being imported were too large and imaging protocol was not being followed. The rep was unable to replicate the error, even with patient image uploaded in registration tab. Additional troubleshooting was performed. The rep reported that the registration on the demo head was attempted 6 times and only on the first registration, when prompted to verify registration did the low system memory error appear. The demo lee file was used and a practice model was used for registration. After this first occurrence, all other registrations were completed and the message did not appear again. Ts had the rep look for patient files in stealth admin>>file system>>opt>>data>>patient images but found few files there, not enough to fill the ssd memory. Ts had the rep pull logs for 10/21 and 10/22. Th e rep reported that the date and time were incorrect and the rep adjusted date and time. The rep attempted to pull logs multiple times, but the progress bar would always stay at 15% and would not advance further. Ts had the rep replace ssd with new ssd and install all software on new ssd. Ts provided instructions for transferring microscope calibrations onto new ssd.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.